Manufacturer narrative:
Further information regarding this event has been requested. The investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2019, a 16mm amplatzer muscular vsd occluder was selected for implant. The procedure was complex as the patient's defect was very apical. There was also the presence of a pseudo-aneurysm located on the lateral wall of the vd (ventricle defect) and a litany of trabeculations. As the physician was getting ready to deploy the device and a pericardial effusion on the lateral side of the vd was noted. The physician quickly deployed the occluder and punctured the pericardium. 220cc of blood was extracted and after 125 minutes, a pericardial drain was set in place and the bleeding stopped. The procedure took longer than anticipated. The patient is reported to be in stable condition. Manufacturer report number: 2135147-2019-00224.

Manufacturer narrative:
An event of pericardial effusion was reported. The results of the investigation are inconclusive since the device remains implanted was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. Based on the information received, the cause of the reported incident could not be conclusively determined.